Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 name: tandem country: united states of america address ¿ line 2: 11045 roselle street city: san diego state: ca zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the insertion area was not free of hair causing set to fall off and patient reported high bg and it was treated with correction bolus via pump and mdi on (B)(6) 2026.